Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision asr hip resurfacing system (left); update from (B)(6) spreadsheet (B)(6) 2012: reason for revision, product/lot numbers reason for revision: pain. Update: (B)(4) attached and product ID number added - received 23 may 2012. Update: amended original surgery date. Received: december 14th 2012. Invalid lot number provided - (B)(4). Update: amended reference number, side hip and added hospital name. Received: march 6th 2013. Hip(s) to be revised: right. Please note this was a duplicate dint with dint (B)(4), (B)(6) reference number has been amended from (B)(4) to (B)(4). Update: amended side hip. Received: 24th april 2013. Hip(s) to be revised: left. Update 20 dec 2014: correct reference number provided: (B)(4). Requested correct lot number for taper sleeve.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision asr hip resurfacing system (left); update from (B)(6) spreadsheet (B)(6) 2012: reason for revision, product/lot numbers reason for revision: pain. Update: dpyous73 attached and product ID number added - received (B)(6) 2012. Update: amended original surgery date. Received: (B)(6) 2012. Invalid lot number provided - 2149226. Update: amended reference number, side hip and added hospital name. Received: (B)(6) 2013. Hip(s) to be revised: right. Please note this was a duplicate dint with (B)(4), (B)(6) reference number has been amended from (B)(4) to (B)(4). Update: amended side hip. Received: (B)(6) 2013. Hip(s) to be revised: left. Update (B)(6) 2014: correct reference number provided: (B)(4). Requested correct lot number for taper sleeve - see requests for correspondence. Rec'd confirmation of correct lot number for taper sleeve - (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.